Manufacturer narrative:
Product event summary- the partial lead in segments was returned, analyzed. The distal conductor was flexed, the distal conductor was pulled/stretched/overstressed, the exposed rv (right ventricular) defibrillation coil was kinked/buckled, the distal conductor was cut, the distal conductor was pulled/stretched/overstressed, there was blood on the distal conductor the outer insulation was cut, the outer insulation had a white substance, the outer insulation had a cosmetic depression.

Event description:
It was reported that the patient went to the emergency room with a "broken lead." It was also reported that the patient alert triggered for right ventricular pace/sense impedance of 1064 ohms, noise, oversensing and high impedance. Follow-up revealed that the rv lead was fractured. The rv lead was removed and replaced. No patient further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.